Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the image processor circuit board was defective and was replaced. The sys was tested and found to be working as intended and placed back into service.

Event description:
It was reported that during a spinal injection procedure, the sys 9800's left monitor would intermittently become all white showing no discernable anatomy. Although there were delays the procedure was completed without adverse pt involvement. No pt info was reported.